Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that external stress was applied to the lock lever of the connecting tube, causing the lever to break and preventing the tube from being connected. This external stress may have been caused by the user applying force in the wrong direction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connecting tube broke and was unable to connect to the channel connector. The issue was discovered during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.